Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the forceps cover glue to be peeling. The specific root cause could not be determined at this time; however, it is likely due to a shock caused by dropping and knocking the endoscope to a hard surface or object from a handling issue. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The elevator channel inlet was loose and leaking. The probe unit pink rubber was flabby. The insertion tube collapsed, was buckled, and had scratches. The bending section cover glue was chipped. The objective lens had scratches which affected the image (shadow). The control body had scope cover name plate missing. The scope connector was loose, and the control knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the control knobs on the evis exera ii ultrasound gastrovideoscope had a leak. The issue was found during reprocessing. The intended endoscopic ultrasound procedure was completed with the same device with no surgical delay. No other device was involved in the event. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the forceps cover glue was peeling noted at estimation.